Event description:
Time of complication: in 2006 pt died. Date of the procedure was 2006. Symptoms: confusion, bilateral weakness in the legs, flash pulmonary edema, respiratory arrest. The pt experienced an mi and a stroke in 2006 when re-hospitalization. The pt died. The date of the carotid procedure was about 2 weeks prior to her death. Five days later, at home the pt became confused and unable to stand. The paramedics were called. It was noted that the left pupil was not reactive. The pt has a history of previous cva in the left hemisphere (multiple). A CT scan showed no new changes from previous baseline CT scan. Pt was re-admitted to hospital. The pt experienced an episode of vomiting, aspiration and respiratory arrest requiring mechanical ventilation. Pt developed acute pulmonary edema and received IV medication. Another CT scan showed possible left hemispheric stroke not defined on CT versus global hypoxic-ischemic event. Pt also developed pneumonia, progressive renal failure and hypotension. Pt required medication, mechanical ventilation and tube feedings. Pt died.